Event description:
A hospital in another country, has reported that the electrical pins on the adapater are bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. Results and conclusions: please see attached report "bent heater wire pins" for details of failure investigations. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013.